Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump gave them an alarm to change the battery so they did, but they could not get the display to come back up. They tried 4 different batteries but the screen was still blank. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The display did not return. They were advised to have 2 hours of insulin pump rest and reinsert the battery. It was noted that they called back after performing 2 hours of insulin pump rest. The display was still blank. The customer reported that there was a piece missing in the battery cap. They will be sent a replacement for their battery cap. The device will not be returned for analysis.